Event description:
Baxter received a report stating that envision blower power cord had damage. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter is in the process of inspecting the enviion blower. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that envision blower power cord had damage. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
H5: label for single use? Updated to no. The baxter technician found that the blower cord was not configured properly. Per the baxter service manual, examine the power cord and its plug for damage. Examine the length of the power cord for cuts and abrasions. Plug the power cord into a calibrated safety analyzer and attach the analyzer to the exposed metal chassis ground test point to make sure the ground resistance is no more than 200 milliohms. Plug the power cord into a calibrated safety analyzer and make sure the leakage current is no more than 300 microamps in normal condition (nc). Replace as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on may 30, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The service technician configured to the blower power cord properly as designed to resolve the reported event. Based on this information, no further action is required.